Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the stj dissection during bav cannot be determined. It is likely that patient factors may have caused or contributed to the event ((B)(6) female with porcelain aorta, effaced stj and frail cardiac tissue due to long-term steroid treatment). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a sinotubular junction (stj) dissection occurred during balloon aortic valvuloplasty (bav) with a 20 mm bav balloon. Angiography during bav showed no room between the bav balloon and stj. The patient&#38112;vital signs were stable. A 23 mm sapien 3 valve was deployed with nominal volume. Mild paravalvular leak (pvl) was observed and post dilation was performed with additional 1 ml volume. No pvl was observed. The final angiography showed what appeared to be a dissection in the left main trunk (lmt). Intravascular ultrasound (ivus) indicated that the dissection was extending from the lmt to the aorta. A stent was placed in the lmt and the procedure was completed. Post procedure, an imaging review revealed that a stj dissection had occurred during bav, and then it extended to the lmt. It is unknown if the dissection was caused by the stj contact with the bav balloon or with the angiography catheter. The patient's fragile tissue due to long-term steroid treatment was also a contributing factor. The aortic annulus diameter measured 20.5mm with moderate calcification by tee. The stj diameter measured 24.1 mm. The patient has a porcelain aorta, which is also unfolded (horizontal).